Manufacturer narrative:
(B)(4).

Event description:
The lead was noted to be externalized so the lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The distal segment of the lead was returned for analysis. Insulation damage was noted on the lead. Electrical testing was performed and no anomalies were noted. The other damage noted on the lead was consistent with that occurring at the time of explant. No riata and riata st silicone endocardial leads included in the fsca concerning st. Jude medical; (B)(4) november 2011 have been distributed post this corrective action. All the concerned competent authorities were notified about this action at the time and st. Jude medical has since then sent updated information regarding riata and riata st silicone defibrillation leads, (B)(4).